Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable diagnostic monitor recorded false episodes of asystole immediately following implant. There were also episodes that showed both oversensing and undersensing. The monitor was reprogrammed and remains in use. No patient complications have been reported as a result of this event.